Event description:
To date no additional patient or event details have been received.

Event description:
It was reported by healthcare professional clinical nurse specialist that the dressing had an absorbance issue and event was identified on (B)(6) 2023. Its evaluation has been running in many healthcare care provider facilities and have received negative feedback. The product was used on patient, however, there was no harm reported for malabsorption. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
Device 1 of 3. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.